Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the trocar inner gasket ripped during the procedure and co2 was slowly leaking. The surgeon opted to complete the case with the trocar anyway because he was near the end of the case. The trocar was thrown anyway after the end of the case. There was no consequence to the patient. The dievice was from a fnc90 kit.